Event description:
It was reported that an unspecified number of vps 22ga 0.9mm od 25mm l instaflash experienced a needle that would not disengage/remove during use. The following information was provided by the initial reporter: difficult to remove the needle when posing the catheter.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of vps 22ga 0.9mm od 25mm l instaflash experienced a needle that would not disengage/remove during use. The following information was provided by the initial reporter: difficult to remove the needle when posing the catheter.